Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was in the 200mg/dl range. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.